Event description:
It was reported that a patient underwent a unknown orthopedic surgery on an unknown date and suture was used. During the procedure, although it was used with the usual way and no extra force was applied, the needle was detached from the suture during use. It was not a control release needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). The following information was requested, but was unavailable: what tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. What is the most current patient health status and condition? No further information is available. Was the needle it retrieved during the same surgical procedure? No further information is available. Event and procedure date? No further information is available. Lot number? No further information is available. No further information will be provided. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m.